Event description:
The customer reported via phone call that they had issues with their high blood glucose level. Customer's blood glucose level ranged in between 18 mg/dl and 22 mg/dl. The customer did not have high blood glucose symptoms. The customer believed there were air bubbles in the tubing. The customer's site can be sore at times. The insulin pump alarmed no reservoir, no delivery, and auto off. The customer was hospitalized on 11/05/2013 due to site issues related to using flexible cannulas. The customer experienced a high blood glucose due to a bent cannula. Customer was wearing their insulin pump at the time of incident. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.